Event description:
Additional information was received from a manufacturer representative on 2017-01-17 reporting that the patient was not aware of any circumstances that led to the high impedance on lead 0-7. The only diagnostics conducted was the electrode and group impedance measurements. At this time, there were no additional interventions planned. The patient was asked by their primary care physician to evaluate the therapy that was delivered by electrodes 8-15 and report back to the clinic if there were any additional problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer followed up for and updated patient information.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that impedance measurements were taken and although electrodes 8-15 were okay, electrodes 0-7 were all > 4,000 ohms. Therapy measurements were >4,000 ohms and <(><<)>.65 ma for program a1 and 383 ohms and 3.767 ma for program a2. Both leads have 2 cathodes and 2 anodes programmed. The implant was on. While on, the patient reported sensitivity when using the ins. The caller noted that this was only with the 0-7 lead. The caller indicated that both leads covered the left side of t8 and t9. The caller programmer the 8-15 lead with good therapy benefit at 1.5v. It reported that the issues had been since implant in 2013. It was indicated that the patient was approximately (B)(6) years old and the date of birth for the patient needed to be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that 2 years prior to getting her system replaced, her stimulator needed to be rebooted. The patient said that they discovered the lead was fried on an xray and the other lead was not providing relief. The patient also said her system was working okay but was not working as well as it was supposed to. The patient reported that when it went, it went faster than expected and when it really stopped working it was a week before she got the surgery. Patient said the issues were resolved when they took out the old stimulator and put in the new one. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the device was discarded. The rep reported that the patient¿s old system was replaced with a new system. The rep reported that the fried lead/revision was resolved. No further complications were reported. See related (B)(4) for information related to controller/charging issue. See related (B)(4) for information related to pocket revision.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a manufacturer representative regarding the patient. It was reported that the patient noticed an increase in pain about 2 years prior to the report. The patient indicated that she was electrocuted while plugging in her vacuum cleaner. She felt a zap and then noticed that her stimulator shut off and her pain increased. She said that she was able to turn it on and it worked again for a little bit, but soon afterwards, it stopped working on one side. Impedances were checked and the 0-7 lead was found to have impedances greater than 10,000 ohms. X-rays were taken of the patient¿s lead and it was found to be unchanged according to the programming notes. The patient was reprogrammed over t9/t10 of the functional lead. Evidently, the patient has other medical issues that need to be addressed including hardware replacement in her spine and 3 hernia repairs. The impedances were not resolved at the time of the report. Only one lead is affected, but the serial number of the lead that is nonfunctional is unknown. A surgical intervention was not performed at the time of the report. The manufacturer representative had asked if a surgical intervention was planned, and at the time of the report, it was unknown if one would occur in the future. It was noted that the health care provider has no further information regarding the event. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.